Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: bi71000125, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the the motion batteries were replaced. The system passed all testing. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system's motion batteries will not hold a charge. The site confirmed that they left the system charging long enough, will get a case done, and the system will die when moving out of the or. No patient was present at the time of the event.